Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was in the 40 mg/dl range. The customer stated that the insulin pump had a malfunction leading up to the hospitalization. She stated that she performed an infusion set change, and somehow she received her full 3 days' worth of insulin all at once. She passed out and was transported to the emergency room. The blood glucose reading was 65 mg/dl upon arrival. She stated that the insulin pump alarmed an error during the fill tubing process and would not proceed to the fill cannula step. She hit the floor when she passed out and had a concussion. She was discharged the next day after her blood glucose levels stabilized. She treated with juice, and when she reached the emergency room, she was treated with intravenous medicine. The customer's endocrinologist advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.